Event description:
The device was removed due to the "pump ruptured tubing from reservoir. The pump and assembly kit component(s) only were removed and replaced.

Manufacturer narrative:
Qa was unsuccessful in securing the device for evaluation since it was destroyed by the hosp. Without the benefit of analyzing the explanted device, qa is precluded from confirming the physician's observations and precluded from commenting on the condition of the device.